Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital. Upon interrogation, it was observed the patient's pacemaker and right ventricular lead were sensing noise. The physician elected to continue to monitor the patient's device. The patient was discharged.